Event description:
Customer experiencing discrepant pt sodium results, since 2007. The following pt examples were provided. The same day, pt 1 initial result gave 125 mmol/l; repeated two times giving 133 and 132 mmol/l respectively. Twelve days later, pt 2 initial result gave 120 mmol/l; repeated two times giving 126 and 126 mmol/l respectively. The next month, pt 3 initial result gave 125 mmol/l; repeated seven times giving 120, 124, 125, 126, 125, 126 and 124 mmol/l respectively. Pt 4 initial result gave 131 mmol/l ; repeated seven times giving 126, 132, 132, 132, 128, 132 and 129 mmol/l respectively. Three weeks later, pt 5 initial result gave 133 mmol/l; repeated two times giving 130 and 124 mmol/l respectively. Pt 6 initial result gave 129 mmol/l; repeated two times giving 120 and 125 mmol/l respectively. Pt 7 initial result gave 131 mmol/l; repeated two times giving 122 and 125 mmol/l respectively. Pt 8 initial result gave 119 mmol/l; repeat gave 112 mmol/l. The following month, pt 9 initial result gave 126 mmol/l; repeated four times giving 128, 135, 134 and 135 mmol/l respectively. Pt 10 initial result gave 126 mmol/l; repeated nine times giving 131, 131, 131, 131, 131, 132, 131, 131 and 131 mmol/l respectively. Two days later, pt 11 initial results gave 115 mmol/l; repeated four times giving 119, 121, 125 and 125 mmol/l respectively. Three weeks later, pt 12 initial result gave 132 mmol/l; repeated two times giving 124 and 133 mmol/l respectively. The next month, pt 13 initial result gave 124 mmol/l; repeated two times giving 132 and 131 mmol/l respectively. Pt 14 initial result gave 131 mmol/l; repeated two times giving 117 and 130 mmol/l respectively. Seven days later, pt 15 initial result gave 123 mmol/l; repeated two times giving 131 and 123 mmol/l respectively. On 10/28/2007, pt 16 initial result gave 125 mmol/l; repeated ten times giving 131, 131, 130, 131, 130, 130, 131, 130, 131 and 130 mmol/l respectively. If add'l info is received, appropriate notification will be provided.